Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the implant procedure, the hcp connected the lead to the battery. Connectivity/impedances were checked and all were connected and within the normal range so the hcp put the battery into the pocket and closed it. The representative rechecked connectivity and electrode 11 was out. The pocket was reopened and the leads were reconnected/tightened down but electrode 11 was still out. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they were able to program around the high impedance electrode to provide good therapy for the patient. No further complications were reported or anticipated.